Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to out of range bipolar impedance. There is reasonable evidence, according to the sales representative, suggesting that the helix suffered a damage when trying to screw into the his bundle. A new device was implanted at the same surgical intervention. The rv lead has been returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to out of range bipolar impedance. There is reasonable evidence, according to the sales representative, suggesting that the helix suffered a damage when trying to screw into the his bundle. A new device was implanted at the same surgical intervention. The rv lead has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, not severed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix mechanism test passed in lab setting. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.